Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This pi is for popping sensation of the right knee patient called stating he had a bilateral knee replacement done. The right knee was replaced on (B)(6) 2017, patient reported he feels a popping sensation. The left knee was replaced on (B)(6) 2017 and was revised on (B)(6) 2018 due to broken patella. Patient stated he is experiencing a popping sensation after revision